Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 214.840s , lot: l179982 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: october 31, 2016 , expiry date: october 01, 2026 . Device was first manufactured unsterile under the lot l151440 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 214.840 with lot l151440 were reviewed: a manufacturing record evaluation of part 214.840 with lot l151440 was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that the received cortex screw is slightly worn, there are with a 10x magnifier stress marks visible at the screw head and the thread flanks. These marks can be traced back to normal usage and have no influence on the function of the screw. Summary: the cortex screw was returned without an allegation against the product. Upon visual inspection, there is no evidence that this device contributed to the complaint condition. The detected wear marks are normal for a device which was implanted for two (2) years including insertion and extraction. No product related issue could be detected. The complaint was reviewed by the medical safety. Based on the provided information and the x-rays, it cannot be conclusively assessed if the placement of the screw did contribute to the breakage of the plate. Therefore, the complaint is rated as unconfirmed for the cortex screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent revision surgery of a broken variable-angle (va) condylar plate on a two-year-old non-union fracture. Originally, the patient had implantation on (B)(6) 2017 for a femoral shaft fracture. During reoperation, the patient was revised with almost identical implants (minus the cortical screw in the middle) using a true bridge-plating technique. The plates and screws were successfully explanted. All screws were removed intact and the plate that was broken in two pieces was removed easily without additional difficulty. The surgery was successfully completed with no surgical delay. The surgeon believed that the cortical screw in the middle of the plate was the cause of the problem as it prevented the plate from acting as a bridging plate. Concomitant devices reported: va locking screw stardrive (part 02.231.260s, lot 9763966, quantity 1), va locking screw stardrive (part 02.231.260s, lot 9172456, quantity 1), va locking screw stardrive (part 02.231.270s, lot 9929463, quantity 1), va locking screw stardrive (part 02.231.270s, lot 9310584, quantity 1), locking screw (part 212.214s, lot l257591, quantity 4), locking screw (part 212.219s, lot 9898515, quantity 1). This report is for a cortex screw. This is report 2 of 2 for (B)(4).